Event description:
Noise, capture anomalies and sensing anomalies were reported. Insulation damage with externalized conductors was observed via fluoroscopy. All measurements were in-range during dft testing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found multiple internal insulation abrasions from 7cm to 17.2cm and from 29.5cm to 30cm from the distal tip electrode. The exposed inner coil could cause the reported noise, capture, and sensing anomalies.